Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, it was noticed that the patient had decreased uncorrected distance vision. The iol was exchanged for unspecified lens. Clinical reason for explant mentioned as residual refractive error. Additional information has been requested.